Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pseudoaneurysm was procedural related.

Event description:
Following an ablation procedure, an ultrasound revealed a pseudoaneurysm in the left common femoral artery. The patient was treated with a thrombin injection successfully. The patient remained stable throughout the hospitalization period, was asymptomatic and discharged. The physician did not relate the event to the devices used.